Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) after passing out, due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 670 mg/dl, while wearing the pod on the arm between 1 and 4 hours. At the hospital, the patient was given 6 infusions of potassium as treatment. The pod was discarded.